Event description:
My daughter who is severely handicapped, ((B)(6) functions about 2 1/2 years old, and is deaf, epileptic, autistic, etc) was going into a hospital for an MRI to check the size of tumors in her kidneys. They called us in as the procedure was finished and she was beginning to wake up after her anesthesia. The doctor mentioned that a piece of the equipment got warm, and left a small red area, similar to a sun-burn. After he left the room, the nurse took off the tape that was covering the IV site. That's when all of her skin on the top of her hand, from her knuckle to her wrist, came off. She went to alert the doctor and then there were people swarming all around us. She ended up with severe third degree burns, and then needed skin graft surgery and a week in the hospital with a wound vac. The burn took two months to heal. The hospital has just told us they don't know what caused the burn. Their first thought was a medical device failure, and they said they sent in the equipment to the investigative unit for phillips MRI machines. It has been two months now, and we have not heard a word from anyone. I need to know what caused this. I have since read about over 400 of similar cases happening in articles on MRI safety. It also mentioned that little has been done to figure out the cause. This not ok. I need information. Please contact me to let me know what steps I need to take to get this information. Thank you, (B)(6). After burn, trip to hand surgeon (6 hour drive round trip - (B)(6) 2012). Surgery (B)(6) 2012. Hospital stay (B)(6) 2012. Trip to hand surgeon - (B)(6) 2012. Trip to hand surgeon - (B)(6) 2012.